Event description:
IT WAS REPORTED THAT THIS RIGHT ATRIAL (RA) LEAD WAS PART OF A SYSTEM REVISION DUE TO INFECTION. THERE WERE NO ADDITIONAL ADVERSE PATIENT EFFECTS REPORTED. THIS RA LEAD WAS EXPLANTED.

Event description:
It was reported that the patient with this right atrial (RA) lead had exhibited infection. A revision was performed and the pacemaker, along with the right ventricular (RV) lead and RA lead were explanted. No additional adverse patient effects were reported. This RA lead was returned for analysis.